Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of na incident where user reported a high glucose event and provided the following example set on dec 27th, 2025 at 11:30 pm est, sg not available, bg 235 mg/dl. After review of the data management system (dms), it was confirmed that the user was not using the system at the time of the event and therefore did not receive a high glucose alert; the user did not seek medical treatment and resolved the event by self-administering insulin. The user's healthcare provider (hcp) was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per dms records, the user is currently using the system with up-to-date information.

Manufacturer narrative:
User reported a high glucose event, which happened on (B)(6) 2025 at around 11:30 pm. The user reported that the blood glucose (bg) value was 235 mg/dl. A review of the data management system (dms) revealed that no sensor glucose (sg) value was available at the time of event as the system was not in use, thus no alert was asserted. User didn't seek medical treatment and resolved the event by self-administering insulin. The user was not using the system at time of event, as they were unable to log in to the eversense app on their handheld device due to a forgotten account password. The issue was resolved after the user reset their password. Review of dms indicated that the user is currently using the system with up-to-date information.